Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.

Event description:
The customer reported that he jumped in the pool with the pump on and the device had unresponsive buttons. No further info was provided.